Manufacturer narrative:
Additional information: one cadd ms3 pump was returned in good physical condition. There was no evidence of the reported issue in the event history log. Functional testing was performed and the pump was visually inspected. The reported "blockage detected error" was unable to be replicated. The pump passed all tests. The pressure sensor test was conducted to make sure the downstream occlusion sensor was working properly and it passed the test. The device was opened and no damage was found on the downstream occlusion sensor. Further investigation found no issue with the blockage detected error. However, the downstream occlusion sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that during use of a smiths medical cadd ms3 pump for infusion of a life sustaining medication (pulmonary hypertension), the pump exhibited "blockage detected" error. No patient consequences were reported. No adverse effects were reported.